Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 06/30/2020.

Event description:
It was reported that the touchscreen did not work properly. There is no patient involvement.

Manufacturer narrative:
G4: 13jul2020 b4: (B)(6)2020 the manufacturer's international service technician attempted to calibrate the touchscreen but the issue remained. The manufacturer's international service technician replace the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30sep2020; b4: 07oct2020. The touchscreen assembly was returned for failure investigation. It was determined that the ullr and urll resistance were out of specifications. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.